Event description:
There was a leak from the valve of the sheath, however, the same sheath was used throughout the procedure and no adverse event occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. The reported issue is a known issue for this device and a field action was initiated in july 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.